Event description:
Same case as MFR # 2134265-2008-01192. It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and tortuous proximal to distal left circumflex (lcx). The lesion was predilated with a non bsc device and after plain old balloon angioplasty (poba) was performed, the physician attempted to cross the lesion with a 2.5x24mm taxus express2 drug eluting stent (des). However, the device was unable to cross the lesion and the proximal stent strut was lifted up. The device was changed to a 2.50x20mm taxus express2 des and the device was implanted in the distal lcx. Then the physician attempted to advance a 2.50x12mm taxus express2 des but it was unable to cross the lesion and the proximal stent strut was lifted up. The device was changed to a non bsc device which was implanted in the proximal lcx and the procedure was successfully completed. No pt complications were reported with the pt's current condition listed as "good".

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The mfg records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause of this complaint can be attributed to operational context. A CAPA has been initiated to address this issue.